Event description:
It was reported that the procedure was cancelled. A nephrostomy drainage catheter was selected for use in the kidney. A three-part needle was advanced over the non-boston scientific mandrel wire guide without any issue. However, when attempting to remove the mandrel wire to exchange it for a .035 guidewire, it became stuck within the three-part needle. It resulted in pain during an attempt to remove it. As a result, the entire device was removed from the patient which was extremely painful. It resulted in losing access site to the kidney and the procedure was cancelled. Upon examination of the device, the catheter had tears down the side caused by the wire. There were no further patient complications as a result of the event.

Manufacturer narrative:
Additional patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 - impact codes: corrected to unexpected medical intervention. Device eval by MFR: the device was received, and analysis was completed. It was observed that the 6f sheath, molded stiffener and coaxial dilator were returned for analysis, however the stent was not returned. It was possible to observed that the 6f sheath was damage on the tip. Under microscope magnification the 6f sheath was damaged at the tip.

Event description:
It was reported that the procedure was cancelled. A nephrostomy drainage catheter was selected for use in the kidney. A three-part needle was advanced over the non-boston scientific mandrel wire guide without any issue. However, when attempting to remove the mandrel wire to exchange it for a .035 guidewire, it became stuck within the three-part needle. It resulted in pain during an attempt to remove it. As a result, the entire device was removed from the patient which was extremely painful. It resulted in losing access site to the kidney and the procedure was cancelled. Upon examination of the device, the catheter had tears down the side caused by the wire. There were no further patient complications as a result of the event. It was further reported that the patient was verbally expressing severe pain. The patient's cannula had tissued and despite several attempts to reinsert, IV pain medication could not be provided. The patient was transferred back to the ward post-procedure for pain relief. The nephrostomy procedure was successfully performed three days later. However, the renal collecting system was full of blood, and the patient required multiple blood transfusions over the weekend, which was not entirely due to the renal injury, but it likely contributed. The patient required dialysis over the weekend due to his renal failure and the failure of the nephrostomy. This patient's current status includes inpatient care for lymphoma treatment. The bilateral nephrostomies inserted during the reattempt remain in situ and renal function has significantly improved.

Manufacturer narrative:
Device eval by MFR: the device was received, and analysis was completed. It was observed that the 6f sheath, molded stiffener and coaxial dilator were returned for analysis, however the stent was not returned. It was possible to observed that the 6f sheath was damage on the tip. Under microscope magnification the 6f sheath was damaged at the tip.

Event description:
It was reported that the procedure was cancelled. A nephrostomy drainage catheter was selected for use in the kidney. A three-part needle was advanced over the non-boston scientific mandrel wire guide without any issue. However, when attempting to remove the mandrel wire to exchange it for a .035 guidewire, it became stuck within the three-part needle. It resulted in pain during an attempt to remove it. As a result, the entire device was removed from the patient which was extremely painful. It resulted in losing access site to the kidney and the procedure was cancelled. Upon examination of the device, the catheter had tears down the side caused by the wire. There were no further patient complications as a result of the event. It was further reported that the patient was verbally expressing severe pain. The patient's cannula had tissued and despite several attempts to reinsert, IV pain medication could not be provided. The patient was transferred back to the ward post-procedure for pain relief. The nephrostomy procedure was successfully performed three days later. However, the renal collecting system was full of blood, and the patient required multiple blood transfusions over the weekend, which was not entirely due to the renal injury, but it likely contributed. The patient required dialysis over the weekend due to his renal failure and the failure of the nephrostomy. This patient's current status includes inpatient care for lymphoma treatment. The bilateral nephrostomies inserted during the reattempt remain in situ and renal function has significantly improved.

Event description:
It was reported that the procedure was cancelled. A nephrostomy drainage catheter was selected for use in the kidney. A three-part needle was advanced over the non-boston scientific mandrel wire guide without any issue. However, when attempting to remove the mandrel wire to exchange it for a .035 guidewire, it became stuck within the three-part needle. It resulted in pain during an attempt to remove it. As a result, the entire device was removed from the patient which was extremely painful. It resulted in losing access site to the kidney and the procedure was cancelled. Upon examination of the device, the catheter had tears down the side caused by the wire. There were no further patient complications as a result of the event. It was further reported that the patient was verbally expressing severe pain. The patient's cannula had tissued and despite several attempts to reinsert, IV pain medication could not be provided. The patient was transferred back to the ward post-procedure for pain relief. The nephrostomy procedure was successfully performed three days later. However, the renal collecting system was full of blood, and the patient required multiple blood transfusions over the weekend, which was not entirely due to the renal injury, but it likely contributed. The patient required dialysis over the weekend due to his renal failure and the failure of the nephrostomy. This patient's current status includes inpatient care for lymphoma treatment. The bilateral nephrostomies inserted during the reattempt remain in situ and renal function has significantly improved.